Event description:
It was reported that (2) tlc55 were used during a colon resection procedure. It was reported by the rep that the surgeon used a tlc55 for initial firing (out of box) and it worked fine. Once the reload was placed into instrument by the surgical tech, the surgeon attempted to fire the instrument again. The instrument would move slightly forward and then jam. This scenario happened with two instruments. A third instrument was to finish the case successfully. There was no consequence to pt. All three devices are being returned, as the surgical staff was unclear which two had the described problems and which one was used to complete the case.